Event description:
A customer contacted beckman coulter inc., (bci) regarding erroneously elevated troponin (accu tni) results within the risk stratification range for four patients and above the ami cut-off for one patient generated by the unicel dxi 800 access immunoassay system. The results were reported out of the lab. Subsequent testing produced lower results within the normal reference range for all five patients. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The specimens were collected in either 13x100mm greiner lithium heparin plasma tubes or serum tubes with a gel separator. The customer centrifuges samples at 3,000 g for 10 minutes. Qc was within the customer's established ranges. System checks have been passing within instrument's specifications. There is no indication that service was dispatched for this event. A clear root cause for this event has not been determined to date.